Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. All information reasonably known as of 11-jan-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that 15 mm on the end of the flex adapter was loose as it was taken out of the package. When a clinician attempts to connect it, it comes off and the patient is disconnected from the ventilator. The patient has to be bagged until the device is replaced. There was no reported patient injury.

Manufacturer narrative:
Halyard received one suction catheter sample and one flex connector inside open product packaging. The samples do not exhibit any visible signs of use. The male insert of the dse (double swivel elbow) was examined. There is no visible damage to the manifold or to the male insert. The male insert swivels. The mold identification on the manifold is not very legible, but appears to be ¿b¿. The 15mm end of the flex connector was attached to the male insert of the dse. Resistance was felt at the just beyond the medial point of the insert. A certified ruler (tqa030 calibrated feb 11 2017, due feb 28 2019) was placed next to the mated components. The distance between the leading edge of the flex connector and the top of the dse flange is 1mm. The flex connector was rotated. The dse male insert rotated with the flex connector. The reported failure is confirmed based on the insertion depth of the male insert into the flex connector. A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 07-feb-2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).